Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. A piece approximately 0.537" x 0.087" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Additional observation related to customer reported complaint: failure analysis found the primary failure of inner tube broken to be related to the customer reported complaint. The instrument was found to have the inner tube broken. The slots on the inner tube were broken where the clamp arm hinges, causing the clamp arm to dislodge. No pieces were found missing.

Event description:
It was reported that harmonic ace was received as a discrepant a return material authorization (RMA) with no allegations of product issue. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical task that was being performed when the issue occurred was grasping tissue. There was no issue with opening/closing of the grips. There were issues with the left/right and up/down motion as the instrument could not articulate. There were 2 cables protruding from the distal end of the instrument that were not responsible for opening/closing of the jaws. There was no fragment that fell inside of the patient's anatomy. The instrument was inspected prior to use and there was no damage or anything out of the ordinary. The instrument did not collide with any other instrument either.